Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 13cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented in the operating room for change out due to normal eri. Normal electrical function was observed. The lead was explanted and replaced. Upon extraction, externalized conductors were noted.